Event description:
It is reported that progressive radiolucent lines around the femoral component on radiographs were observed.

Manufacturer narrative:
Eval summary: no product was returned for eval. Also, no x-rays or operative notes were returned for review. Pt info such as height, weight, and activity level is unk. Based on the available info, a definitive root cause cannot be ascertained at this time. Review of the device history records was also not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence or product contribution to the reported problem. Based on the available info, the need for corrective action is not indicated. Should add'l substantive info be rec'd, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.